Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01539. It was reported one of the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue. Note: both of the patient's leads are being reported as it is unknown which lead had high impedance.

Manufacturer narrative:
The report event of fracture lead was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.